Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H1 updated to serious injury.

Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was restored, and issue was resolved.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient had an unrelated procedure and the device was not placed into surgery mode. Upon attempting to connect with the patient controller an error message was shown stating cannot connect to the generator. Various programming changes were attempted however it was unsuccessful. No additional information is available at this time.